Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (ess205) (batch no. 12258886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenoidectomy in (B)(6) 2009, lymph node excision in (B)(6) 2006, splenectomy in (B)(6) 2004, condom from 20-jul-2004 to 20-oct-2004, hematoma, ovarian cyst, blood pressure high and pap smear abnormal. Concomitant products included hydrochlorothiazide from january 2017 to december 2018 for blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced abdominal distension ("abdominal extension"). In (B)(6) 2004, the patient experienced genital haemorrhage ("unusual bleeding") and menstruation irregular ("unusual menstrual cycles/unusual periods"). In (B)(6) 2005, the patient experienced back pain ("back pain") and pelvic pain ("pelvis pain"). In (B)(6) 2005, the patient experienced abdominal pain ("severe abdominal pain"), anxiety ("severe anxiety"), depression ("severe depression"), abdominal pain lower ("cramping") and paraesthesia ("electric sensations shock") and was found to have white blood cell count increased ("high white blood cell count") and histiocytic necrotising lymphadenitis ("kikuchi's disease"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), allergy to metals ("allergic to nickel") and tooth disorder ("teeth issues") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen, methocarbamol (robaxin), paracetamol (tylenol), tramadol and surgery (she need to undergo a hysterectomy to remove the essure device). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, systemic lupus erythematosus, menstruation irregular, hormone level abnormal, white blood cell count increased, abdominal distension, anxiety, depression, histiocytic necrotising lymphadenitis and allergy to metals outcome was unknown and the abdominal pain, back pain, abdominal pain lower, paraesthesia and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, device dislocation, genital haemorrhage, histiocytic necrotising lymphadenitis, hormone level abnormal, menstruation irregular, paraesthesia, pelvic pain, systemic lupus erythematosus, tooth disorder and white blood cell count increased to be related to essure (ess205). The reporter commented: plaintiff may have to undergo a hysterectomy to remove the essure device. Discrepant information of insertion date- (B)(6) 2004 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2004: not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : event tooth disorder was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("unusual bleeding") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (ess205) (batch no. 12258886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from (B)(6) 2004 to (B)(6) 2004, splenectomy in (B)(6) 2004, adenoidectomy in (B)(6) 2009, lymph node excision in (B)(6) 2006, hematoma, ovarian cyst, blood pressure high and pap smear abnormal. Concomitant products included hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018 for blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced abdominal distension ("abdominal extension"). In (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("unusual menstrual cycles/unusual periods"). In (B)(6) 2005, the patient experienced back pain ("back pain") and pelvic pain ("pelvis pain"). In (B)(6) 2005, the patient experienced abdominal pain ("severe abdominal pain"), anxiety ("severe anxiety"), depression ("severe depression"), abdominal pain lower ("cramping") and paraesthesia ("electric sensations shock") and was found to have white blood cell count increased ("high white blood cell count") and histiocytic necrotising lymphadenitis ("kikuchi's disease"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) and allergy to metals ("allergic to nickel") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen, methocarbamol (robaxin), paracetamol (tylenol), tramadol and surgery (she need to undergo a hysterectomy to remove the essure device). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, systemic lupus erythematosus, menstruation irregular, hormone level abnormal, white blood cell count increased, abdominal distension, anxiety, depression, histiocytic necrotising lymphadenitis and allergy to metals outcome was unknown and the abdominal pain, back pain, abdominal pain lower, paraesthesia and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, device dislocation, genital haemorrhage, histiocytic necrotising lymphadenitis, hormone level abnormal, menstruation irregular, paraesthesia, pelvic pain, systemic lupus erythematosus and white blood cell count increased to be related to essure (ess205). The reporter commented: plaintiff may have to undergo a hysterectomy to remove the essure device. Discrepant information of insertion date- (B)(6) 2004 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2004: not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("unusual bleeding") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (ess205) (batch no. 12258886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from (B)(6) 2004 to (B)(6) 2004, splenectomy in (B)(6) 2004, adenoidectomy in (B)(6) 2009, lymph node excision in (B)(6) 2006, hematoma, ovarian cyst, blood pressure high and pap smear abnormal. Concomitant products included hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018 for blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced abdominal distension ("abdominal extension"). In (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("unusual menstrual cycles/unusual periods"). In (B)(6) 2005, the patient experienced back pain ("back pain") and pelvic pain ("pelvis pain"). In (B)(6) 2005, the patient experienced abdominal pain ("severe abdominal pain"), anxiety ("severe anxiety"), depression ("severe depression"), abdominal pain lower ("cramping") and paraesthesia ("electric sensations shock") and was found to have white blood cell count increased ("high white blood cell count") and histiocytic necrotising lymphadenitis ("kikuchi's disease"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) and allergy to metals ("allergic to nickel") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen, methocarbamol (robaxin), paracetamol (tylenol), tramadol and surgery (she need to undergo a hysterectomy to remove the essure device). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, systemic lupus erythematosus, menstruation irregular, hormone level abnormal, white blood cell count increased, abdominal distension, anxiety, depression, histiocytic necrotising lymphadenitis and allergy to metals outcome was unknown and the abdominal pain, back pain, abdominal pain lower, paraesthesia and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, device dislocation, genital haemorrhage, histiocytic necrotising lymphadenitis, hormone level abnormal, menstruation irregular, paraesthesia, pelvic pain, systemic lupus erythematosus and white blood cell count increased to be related to essure (ess205). The reporter commented: plaintiff may have to undergo a hysterectomy to remove the essure device. Discrepant information of insertion date- (B)(6) 2004 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2004: not available. Most recent follow-up information incorporated above includes: on 1-may-2019: reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical conditions were added. Lab data was added. Essure indication was amended. Essure insertion date was added. Essure lot number was added. Treatment medications were added. Per plaintiff fact sheet: high white blood cell count, abdominal extension, back pain, severe anxiety, severe depression, kikuchi's disease, cramping, electric sensations shock, pelvic pain and allergic to nickel were added.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.